Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. Device evaluated by MFR: the device was not returned.

Event description:
It was reported that while attempting to deflate the balloon on a foley catheter, the tubing collapsed on multiple attempts. It required a specialist to use a guidewire to remove the fluid from the bulb port to release the fluid and remove the catheter. The catheter was placed during a labor and delivery procedure. There was no harm to the patient.

Manufacturer narrative:
The device was not returned for evaluation. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "to deflate catheter balloon: gently insert a syringe in the catheter valve. Never use more force than is required to make the syringe "stick" in the valve. If you notice slow or no deflation, re-seat the syringe gently. Use only gentle aspiration to encourage deflation if needed. Vigorous aspiration may collapse the inflation lumen, preventing balloon deflation. If permitted by hospital protocol, the valve arm may be served. If this fails, contact an adequately trained professional for assistance, as directed by hospital protocol." H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that while attempting to deflate the balloon on a foley catheter, the tubing collapsed on multiple attempts. It required a specialist to use a guidewire to remove the fluid from the bulb port to release the fluid and remove the catheter. The catheter was placed during a labor and delivery procedure. There was no harm to the patient.